Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an irritation on (B)(6) 2015. Patient's mother claimed the patient experienced a red and itchy burn at the sensor adhesion site. Patient's mother emailed pictures to a doctor on (B)(6) 2015 and the doctor believes that the adhesive is causing a reaction. No further medical intervention was reported and patient's mother reported the patient is doing better after removing the sensor.